Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now error alarm without a low battery alert. The customer stated that the issue recurred after changing the batteries out on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, but suddenly before self test it returned an "insert battery" error message. After taking the battery out and hooking the device up to the battery simulator, the device powered up to a blank display. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. The blank display is due to some problem with the electronics.